Event description:
It was reported that "the staplers do not close. The incident took place at the closure of a shoulder prosthesis. The staples do not close completely, they remain at right angles and therefore do not hold to the skin. Only 2 or 3 were put in and then removed because they didn't hold. No impact on the patient's skin condition". Four staplers were used on one patient in which the same issue occurred to all. See associated mdrs #3003898360-2024-01213, 3003898360-2024-01223, 3003898360-2024-01224.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly, allowing the staples to become misaligned. The pusher was observed to be tilted downwards into the staples. Proper functional inspection could not be completed due to the misalignment of the staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. Per DHR the product visistat 35r 6/box lot # 73c2401001 was manufactured on 03/27/2024 a total of (B)(4) pieces. Lot was released on 04/04/2024. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.